Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was in use when an occlusion alarm (alarm number in pump history: 26) was received when the patient woke up in the morning. The patient's blood glucose was reported at 169mg/dl. Troubleshooting determined that there was blockage in the tubing. The patient changed her tubing and resumed insulin. No permanent injury was reported. See MFR: 3012307300-2017-00359.